Event description:
It was reported that during the user test, it was observed that the joules being displayed were not the joules being delivered. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
Physio-control is currently waiting on repair authorization from the customer; however, in preliminary evaluation of the device, it was observed that the unit defibrillates, although it is still out of calibration. It was also noticed that when the on/off button was pressed to power down the device, the relay would engage as if it was delivering energy each time. The relay was mis-wired. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.